Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. The customer reported issue was stated that the sensor did not confirm cassette lock and was able to be confirmed. The cause of the reported issue cannot be determined and was therefore resolved by replacing the latch lock sensor. Device submitted for functional and delivery tests after repair activities. The device shall be returned to the customer once passing results for functional/delivery tests are confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the sensor did not confirm the cassette lock. The event took place during a functional test at the workshop. There was no patient involvement, and no patient harm/adverse event reported.